Event description:
The manufacturer's representative reported that the baclofen pump was removed by the neurosurgeon during a spinal fusion. The patient was reported to be in acute baclofen withdrawal; specific symptoms were not reported. The patient had an intrathecal catheter inserted and was being weaned off the intrathecal baclofen. The patient has recovered without sequela.